Event description:
A surgeon reports the epithelium was not cut completely during flap creation, and also described epithelial issues stemming from gas bubble formation above the incision leading to epithelium detachment was also described in the absence of bubble formation. Surgeon also reported that the epithelium would tear when flap was lifted, from the bubble formation or at the point of unseen detachments, causing epithelial defects at points of loose epithelium. This patient had extensive epithelial defects and the surgeon placed a bandage contact lens. The flap dislocated possibly from some irritation from the contact lens. During follow up communication, site technician stated bubbles dissipated when the flap was lifted, and the flap creation was followed by a successful lasik procedure. At one day post-op the surgeon reported the patient is doing fine. The clinical trainer was on site and worked with the surgeon to review the energy settings, and optimize this parameter to resolve the flap-related epithelial issues that were experienced by the surgeon.

Manufacturer narrative:
The tm (territory manager) was on-site, because the doctor wanted to have the z-offset verified. (Cut depth needs verified.) The tm aligned and verified the z-offset and completed the system verification. System is operating within specifications. The root cause of the customer's complaint is unknown. (B)(4).